Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6). The customer reports that the tip of the catheter burst off while removing the wire. No injury to the patient was reported. The tip did not need to be removed from the body. This was observed when removing the trailblazer.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The trailblazer support catheter was received for evaluation without any ancillary devices or cine images from the procedure. The trailblazer was returned in two pieces: the total length of the proximal piece was approximately 154cm and the total un-stretched length of the distal piece was approximately 4cm. Total working length of the trailblazer support catheter was returned. All radiopaque marker bands were accounted for. The proximal catheter piece exhibits columnar collapse proximal to the proximal band marker. The catheter separated approximately 1.5mm distal from the proximal band marker. The distal catheter piece exhibits an approximate 5mm region of columnar collapse 5mm distal from its proximal end. The distal catheter piece exhibits regions of columnar collapse just proximal and distal of the distal radiopaque band marker. The distal tip exhibits a flare deformation.